Event description:
It was reported that the bag spike of a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag slipped out and wasted remaining amino acid plus dextrose solution (aads). This occurred after removing a syringe to draw aads from the tpn bag using the bag spike as per unit protocol.there was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.